Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. [The device was tested for upstream occlusion detection and it passed. A review of the event history log revealed in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were observed, however, upstream occlusion detection testing failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.